Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer initiated 2 boluses this morning for breakfast. Reportedly, the first bolus had been to address the carbohydrates consumed for breakfast; however, the 2nd bolus of 4 units had been unintended. Additionally, the customer did not recall requesting the bolus. The customer's bg level was not impacted as the customer consumed 36 grams of carbohydrates to prevent a low bg level. During the time of the call, the customer's bg level was within target range. Review of pump data by tandem technical support showed that a bolus override request of 4 units had been delivered by the user. Additionally, when relaying the information, the contact stated that the customer had attempted to input 4 grams of carbohydrates on the pump, but had accidentally entered it into the insulin units field. Recommendation was made to call back tandem technical support should further assistance be required. Contact acknowledged the information.